Event description:
It was reported that approximately two weeks post implant, a remote transmission showed far field r-wave (ffrw) oversensing episodes on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.